Event description:
It was reported that a patient may have a osteomyelitis around a "shin" implant. X-rays have been performed which have be indeterminant and the physician would like to do a magnetic resonance imaging (MRI) but wants to determine the implant composition before scanning. This report is 6 of 9 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hrs. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.